Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown skin closure surgery procedure on (B)(6) 2019 and the suture was used. It was reported that the thread was cut in the middle area. There were no adverse patient consequences reported.